Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and no additional information was received.